Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: no exact root cause was found in this investigation. However strongly curved anatomy could have been a contributing factor in the advancement difficulties experienced. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The taa was at the aorta arch on the outer curvature side. The access vessel was the left femoral artery. After placing zteg-2p-36-152-pf right below the left common carotid artery, and proximal type I endoleak was confirmed. To treat the endoleak, the physician inserted and advanced zteg-2p-36-127-pf, but the delivery system would not pass the steep angled aorta arch, and the delivery system pushed the distal side of the placed proximal component proximally, so he removed the delivery system. He ballooned the proximal side and placed tbe-36-77-pf at the distal side of the proximal component. He confirmed proximal type I endoleak was resolved and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.